Event description:
No IFU for this product, all they will give is attached page calling out brands, but zero cycles and no material compatibility. Access gudid has zero information neither ¿ how is this allowed. Sterile processing needs IFU, it is standard. This product has no IFU ¿ only a brochure that says product names of sterilizers but zero cycle information. Says has material compatibility but does not say what, and both sterrad and vpro are very different. This is a patient safety issue if sterile processing departments do zero use, this sites patients can have infections.